Event description:
Patient reported "breast cancer, nodule on skin", and "implants cutting into skin, and fluid development". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.